Manufacturer narrative:
Concomitant product(s): a 6984m lead extender, implanted: (B)(6) 2014; 1458q86 lead, implanted: (B)(6) 2014; 4087 lead, implanted: (B)(6) 2009; 4088 lead, implanted: (B)(6) 2009. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that tricuspid valve regurgitation was observed on the echocardiogram. The level of regurgitation was indicated as in the moderate range per the echocardiogram. It was further reported that it was suspected the regurgitation is due to lead impingement of the tricuspid valve and annular dilation from atrial fibrillation. The lead remains in use and the patient will continue to be monitored. No further patient complications have been reported as a result of this event. The patient is a participant in the product surveillance registry clinical study.